Event description:
Medical assistant was putting the cap on the needle after injection, when the needle bent and penetrated the cap and stuck her left finger. The pt and the medical assistant were taken to get (B)(6) tests. Medical assistant has a f/u scheduled for (B)(6).